Event description:
It was reported that the 3gtq-cg power chair was repaired in (B)(4) for the joystick recall. Now the joystick is just sitting there, and the brakes are clicking on and off but not moving, dealer believes it has something to do with the gimble.